Event description:
Additional information was received from a company representative. It was reported that both the patient and the healthcare provider (hcp) reported the issue to her as she saw them at the same time. The company representative did not have a recent update on the patient. The issue had not been resolved and the cause was not determined. They continue to bring the patient in to check her pump volumes. As of (B)(6) 2015, everything had been okay. No further information was provided.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information was received from a manufacturing representative (rep) regarding a patient receiving fentanyl (dose 218.89 mcg/day concentration 900mcg/ml), hydromorphone (dose 0.7296 mg/day, concentration 3mg/ml) and bupivacaine (dose 8.756 mg/day, concentration 36mg/ml) via an implantable pump. The indication for use was malignant pain and other carcinoma. The rep was in a case to perform a roller study and catheter dye study. It was noted that the health care professional took an x-ray image of the pump and then performed a .01ml prime over 1min duration, they waited a few minutes and then took another image as they did not see the rollers turn. The rep sent the images in for technical service specialist to confirm that the rollers did not run. It was reported that the patient has never had much relief from the pump since implant. Different medications had been tried in the pump but nothing seemed to change. The rep did not know of the other medications that patient was taking. The causality, further troubleshooting and interventions was not reported, if additional information is received, a follow-up report will be sent.